Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1, "introduction," lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management" provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no acute intracranial pathology, and a posterior r parietal scalp hematoma was found. The consult with the gi led to the patient's diet being advanced as tolerated. Their n/v was identified as being caused by hypoglycemic events, and the patient was to have diabetes medication titrated. The patient is reportedly doing well after discharge.

Event description:
It was reported that the patient had nausea and vomiting (n/v) for three days after every meal. They developed hypoglycemia and had a ground level fall (glf) resulting in a strike to their head. The patient then presented to the hospital where a computed tomography head scan was performed with unremarkable results. It was noted that the patient was not on systemic anticoagulants (ac) due to recurrent gastrointestinal bleeding (gib). The patient was given nine staples in the head, and the outlying hospital did not notify the implanting hospital. The patient's family member called the hospital the next day where the patient was admitted for further workup. A gastroenterologist was consulted, and the n/v improved. Lasix was held, and tresiba was decreased. Their farxiga and nateglinide was discontinued by an endocrinologist, and the patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.